Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped and had blank display, received error alarm the customer's blood glucose level was 75 mg/dl. It was also reported that the display was blank currently. The customer reported that the insulin pump was exposed to moisture and beeping. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The customer will not return insulin pump for analysis.